Event description:
Event description guidant received information that approximately one week post implant, this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Review of the device's history reviewed elevated lead impedance. The device had been taken out of storage prior to implant.